Event description:
Per the clinic, the patient experienced pain at implant site due to migration of the receiver stimulator; subsequently the patient underwent revision surgery (date not reported) to reposition the device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.